Event description:
Event description guidant received information that a physician switched the terminal pins of this implantable transvenous defibrillation lead during implant testing with a pacing system analyzer (psa). A high out-of-range shock impedance measurement was recorded.